Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled, and an innumerable number of colony forming units (cfu) of an unspecified microorganism were identified. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. After the device was returned to olympus, it was sent out for additional testing. We are awaiting the test results. We requested the customer's cleaning, disinfection and sterilization processes (cds); however, after three documented attempts were made, no response has been received from the customer. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few non-reportable defects were observed during the inspection of the device. However, these defects alone are not considered severe enough to cause a potential adverse event. The non-reportable issues noted during the inspections are as follows: plastic distal end cover (c-cover) insulation < threshold, light guide rod lens (3x) cracked, bending section cover (a-rubber) glue worn out and peeling off, key top 1 unclear indication, universal cord wrinkle (passed), but repair is recommended, scope connector water mouthpiece deformed, low angulation - bending tube shorten, biopsy channel exchange as preventive maintenance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. An innumerable growth of unspecified microorganisms was found through culture testing by the user after reprocessing. However, the third-party testing conducted by olympus detected 1 cfu of a gram-positive bacterium after sampling all channels. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. This supplemental report includes information added to d9, h3 and h4. Olympus will continue to monitor field performance for this device.